Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that the crack is seen on support cap. The customer stated the drive support cap is sticking out. Customer stated they not press cap while connected. Customer does not know how the damage occurred. The customer was advised that we are sending loaner pump. The customer was asked verbally and in written form to return broken pump for analysis.